Event description:
The patient had spv implanted on february 15 and had difficulty changing the pressure of the valve. The doctor performed a surgery to relocate the valve on march 17th. During the surgery, the doctor felt strange about the movement of the magnet of the polaris self-locking system. The valve was replaced with another valve.